Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarm which was reproduced while running a loaded set. The alarm was confirmed during a review of the event history log. During the evaluation, the upstream sensor was found to have continuity on the tail pins causing the alarm. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.